Event description:
It was reported that during a 24- hour tacrolimus infusion, the device beeped and alarmed air-in-line. When the channel was opened and the tirfuse tubing set was taken out, the set began to leak. Upon inspection, the tubing set had a hole. Although requested, no additional information was provided.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a 24- hour tacrolimus infusion, the device beeped and alarmed air-in-line. When the channel was opened and the trifuse tubing set was taken out, the set began to leak. Upon inspection, the tubing set had a hole. Although requested, no additional information was provided.